Manufacturer narrative:
Intera is continuing customer communication as a part of this investigation. This report is being made as a malfunction report based on the calculated flow rates reported by the healthcare provider being outside of the labeled flow rate range. It is unclear at the time of the report if the elevated lfts and gerd are related to the device performance. If further information is received at a later date, a supplemental report will be filed. Blank fields in the MDR form represent unknown information at the time of this report.

Event description:
Intera had a call with a health care provider on 14 july 2022, in which the provider stated they filled an intera 3000 pump on monday (B)(6) 2022 and found the pump empty during the refill. Implant date was 03 march 2022, the labeled intra-arterial flow rate is 1.2 ml/day. A follow up call between intera and the physician was conducted monday, (B)(6) 2022 to advise the physician to recheck the pump for flow rate. The physician confirmed that they will bring the patient back to recheck the pump, and further added additional information by email: the side port was flushed with ns (20 ml) + heparin (10 ml) using the special bolus needle. The patient was reported to be on normal saline/heparin/dex at the moment with no places to resume fudr anytime soon. However, she just completed adjuvant therapy so the plan is to keep the pump in place for now. After follow up, the following refill data were provided: (B)(6) 2022 - refilled with hep/dex/saline, 11 ml returned. (B)(6) 2022 - unable to draw any residual from 2 weeks ago ((B)(6) 2022). Intrahepatic special bolus accessed and flushed with normal saline and heparin. (B)(6) 2022 - 12 ml returned. (B)(6) 2022 - refilled 3 days late. Only 2 ml returned. Lft (liver function tests) elevated, increased dexamethasone dose in hai. No additional flow rate information was reported. It was reported patient had a history of gerd.

Event description:
Device explanted on (B)(6) 2022.

Manufacturer narrative:
Add device explantation. Device not returned to intera.

Manufacturer narrative:
Add z number.